Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample by the naked eye showed two black particles visible in the dialyzer header cap, above the welding seam. The exact location of the particulate is between the header and the device housing. Particulate can originate from burnt residual material from the ¿hot blade¿ step during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The small size of the particles did not allow for further testing; however, the device should have been sorted out during visual inspection, prior to release. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use of a theranova 400, "two black dots appear to be caused by air bubbles. One of them is located on the top of the plastic dialyzer housing, along the blood pathway". There was no patient involvement. No additional information is available.